Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer connected pump to power to wake it up, loaded new cartridge, and successfully resumed insulin.